Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
All buttons functioned properly. However, insulin pump had moisture damage on the keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and stained end cap sticker.

Event description:
Customer reported via phone call that there is a button error alarm. The blood glucose reading is 200 mg/dl. The insulin pump will be replaced.